Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for an atrial fibrillation (af) with rapid ventricular response. No adverse patient effects were reported. This device remains in service.